Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested, information not received. Race - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the suture would not release while pushing and holding the button. The physician cut suture and hemostasis was achieved. Hemostasis was achieved with the initial "pull." It was reported that the patient is fine. It was reported that the procedure outcome was successful.